Event description:
Rptr finds that conical medication cups are not accurate. They are ok for non-significant medications but have a varied margin of error for significant medications - either too little or too much. Varying degrees of opacity and graduation (fine) or (coarse) are contributing factors. Rptr suggests cylindrical measuring devices for significant measures.